Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection was performed which found particulate matter embedded inside the tube at the supply line. This was determined to be caused by the manufacturing facility. Awareness of the issue was created with the relevant personnel at the manufacturing facility along with a verifier in place to check for degraded material. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the tube of the homechoice automated peritoneal dialysis (pd) set with a 4 prong cassette had a stain on the inside. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.